Event description:
It was reported to philips that the heartstart mrx defibrillator showed a shock equipment malfunction. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.